Manufacturer narrative:
The insulin pump was received with unresponsive up arrow button due to corroded keypad trace. No moisture damage on electronics. No button error alarm noted. The insulin pump has minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. The customer stated that the device was exposed to sweat. The customer's blood glucose was 287 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)